Event description:
Customer reported receiving a "start a new sensor" message on the same day she applied the freestyle libre 2 sensor. As a result of being unable to test, customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating, requiring treatment of "glucose and cola" by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "start a new sensor" message on the same day she applied the freestyle libre 2 sensor. As a result of being unable to test, customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating, requiring treatment of "glucose and cola" by a third-party. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "start a new sensor" message on the same day she applied the freestyle libre 2 sensor. As a result of being unable to test, customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating, requiring treatment of "glucose and cola" by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh003ctxy8 was returned and investigated. No physical damage observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in a sensor state 1 (indicating storage state). The sensor plug was visibly not seated in the mount, indicating improper assembly by the user. This case is not confirmed to use error due to incorrect assembly. All pertinent information available to abbott diabetes care has been submitted.